Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the tip unable be secured within the device was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the gear box reducer was vibrating. It was further determined that the device failed pretest for assess attachment vibration. The assignable root cause was determined to be traced to user, which is user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported that the tip of the perforator driver device twice had been unable to stay secured within the device. During service and evaluation, it was observed that the gear box reducer was vibrating. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.